Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was exposed to water. Customer's blood glucose was unknown. The customer reported receiving a button was not responding alarm after the moisture exposure. It was also found the numbers were scrolling on the insulin pump when attempting to change the time. The customer was unable to access the alarm history due to the buttons not responding correctly. A crack was also present on the insulin pump's lcd. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. No moisture damage under lcd screen, electronic assembly or motor noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.